Event description:
This is a case that was reported on the (B)(6) 2012 to baxter (B)(4). It was reported that on the (B)(6) 2012, the roller clamp was found to be faulty on one unit of a minicap peritoneal dialysis transfer set with twist clamp. A patient was involved but no injury was incurred. Additional information was received on (B)(6) 2012. The hospital has stated that the 'twist clamp' was faulty as when clamp closed fluid kept coming through.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for nonfunctional occluder feet. The plant evaluation cited a misfolded component being assembled into the twist clamp. It was originally mis-molded by a supplier, and then missed during plant assembly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.